Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, an insulation anomaly was noted on the atrial lead. The lead was repaired and remained implanted. The electrical measurements were normal. The patient was stable.